Manufacturer narrative:
(B)(4). The amo field service engineer inspected the excimer laser at the customer's location and found the system to be operating within the specification. No issues were found that related to the report of overcorrections. While on site the field service found that the room's humidity was at the lowest end of the specification and advised the clinic staff. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that they had over corrections on a few of their laser vision correction patients. The patients were all high myopia patients of various ages and the treatments were conducted at different times through out the day. There were no issues with their lower myopia patients treated on the same day. Additional information regarding the patient's outcome has been requested however the clinic indicated that the doctor was fine and no longer required clinical help. The clinic declined to provide further information.